Event description:
It was reported that the infusion set was leaking at the headset of the cannula. She then replaced cannula to find out that one is leaking as well. No adverse event reported. The cannulas were not returned as the customer discarded them.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device not available for return.